Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted for evaluation in connection with this incident. Based on the picture received, the defect was confirmed, as it depicts the set separated at the sonic weld of the backcheck valve. Sample evaluation is an integral part of the investigation process. Without the actual sample, the exact root cause was not determined. Although, the exact root could not be determined at this time. It should be noted that the back check valve, if exposed to excessive pressure may crack, resulting in leakage or complete breakage of the sonic weld. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. We will maintain this report for further references, and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: event 2: several of the IV tubing sets, have leaked or are broken apart at the anti-reflux valve. No patient injury reported.